Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer) exemption # e2014011

Event description:
Surgeon went in for an adjacent level issue and removed the plate thinking fusion had occurred and it was no longer needed. After removing the plate he noticed one of the screws had broken and the tip of the screw was left in the patient.